Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an diameter abdominal aortic aneurysm. It was reported that the patient had presented to the hospital complaining of abdominal pain due to a proximal type I endoleak. The stent graft was approximately 5 cm from the lowest renal artery to the level of the flow divider. An endurant ii (B)(4) cuff was implanted to the level of the lowest renal resolving the endoleak. The physician stated that cause of the event was most likely related to disease progression; aortic neck dilatation and migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).